Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary the patient reported that his humapen ergo device injection screw was not moving and the engagement tabs were worn. The patient experienced hyperglycemia and hypoglycemia. The user returned the actual complaint device (lot 0607a02, manufactured july 2006) for investigation. Based on the information provided, the device was used for approximately 5 years, which is longer than the in-use life of 3 years. The cartridge holder engagement tabs were present and the clutch mechanism was engaged. The reportable malfunction of a cartridge holder two tab breakage was not confirmed. The device met dose accuracy and glide (injection) force specifications. No malfunction was identified. Improper use and storage - there is evidence of improper use. The user reuses needles. Needle reuse can result in an underdose. This misuse may be relevant to the user's complaint.

Event description:
(B)(4). This spontaneous device case reported by a consumer with additional information received from consumer concerns a (B)(6) caucasian male patient. Medical history: unknown. It was unknown if there was concomitant medication. The patient received insulin lispro (humalog lispro) via humapen ergo teal clear, 24-25 iu daily (every meal), belly and tight as injection site, unknown route, indication for type 1 diabetes, beginning in around 2006. He reused the needles two to three times. On unspecified date, unknown time after beginning insulin lispro via humapen ergo teal clear, with clear cartridge holder attached (lot number 0607a02), he observed that the injection screw was not moving down and the patient experienced hyperglycemia and hypoglycemia (blood glucose values not provided). While reporting, the call center performed the test in line for three times and just one time the injection screw moved. The reported device had both engagement tabs worn. For the hyperglycemia he received a larger dose of insulin lispro and recovered from the event. The hypoglycemia outcome was not reported. This case was related to pc number (B)(4). The insulin lispro was continued. The patient operated the device and he was not trained and learned how to operate it on his own. The reported device model and the suspect device had been used since 2006. The suspect device was not returned. The humapen ergo teal clear would be replaced by the company for a humapen luxura. Update (B)(4) 2011: additional information received on (B)(4) 2011, from the global product complaint database added the device specific safety summary, and updated the EU/ca fields.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary: a patient reported that the injection screw of his humapen ergo was not moving down and that the engagement tabs were worn. The actual device (batch (B)(4), manufactured july 2006) was not returned to the manufacturer for investigation. However, the narrative suggests the presence of a known malfunction (broken cartridge holder engagement tabs). The suggested malfunction may result in an underdose. Corrective action - the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." In addition, the core user manual states, "do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." No further corrective actions are planned as the device manufacturing was discontinued (B)(4) 2006. Improper use and storage - there is evidence of improper use. The user reuses needles. Needle reuse can result in an underdose. However, this misuse may not be relevant to the user's complaint.

Event description:
(B)(4). This spontaneous device case reported by a consumer with additional information received from consumer concerns a (B)(6) male patient. Medical history: unknown. It was unknown if there was concomitant medication. The patient received insulin lispro (humalog lispro) via humapen ergo teal clear, 24-25 iu daily (every meal), belly and tight as injection site, unknown route, indication for type 1 diabetes, beginning in around 2006. He reused the needles two to three times. On unspecified date, unknown time after beginning insulin lispro via humapen ergo teal clear, with clear cartridge holder attached (lot number 0607a02), he observed that the injection screw was not moving down and the patient experienced hyperglycemia and hypoglycemia (blood glucose values not provided). While reporting, the call center performed the test in line for three times and just one time the injection screw moved. The reported device had both engagement tabs worn. For the hyperglycemia he received a larger dose of insulin lispro and recovered from the event. The hypoglycemia outcome was not reported. This case was related to (B)(4). The insulin lispro was continued. The patient operated the device and he was not trained and learned how to operate it on his own. The reported device model and the suspect device had been used since 2006. The suspect device return was expected, and after it is returned, evaluation will be performed to determine if a malfunction has occurred. The humapen ergo teal clear would be replaced by the company for a humapen luxura.

Event description:
(B)(4). This spontaneous device case reported by a consumer with additional information received from consumer concerns a (B)(6) male patient. Medical history: unknown. It was unknown if there was concomitant medication. The patient received insulin lispro (humalog lispro) via humapen ergo teal clear, 24-25 iu daily (every meal), belly and tight as injection site, unknown route, indication for type 1 diabetes, beginning in around 2006. He reused the needles two to three times. On unspecified date, unknown time after beginning insulin lispro via humapen ergo teal clear, with clear cartridge holder attached (lot number 0607a02), he observed that the injection screw was not moving down and the patient experienced hyperglycemia and hypoglycemia (blood glucose values not provided). While reporting, the call center performed the test in line for three times and just one time the injection screw moved. The reported device had both engagement tabs worn. For the hyperglycemia he received a larger dose of insulin lispro and recovered from the event. The hypoglycemia outcome was not reported. (B)(4). The insulin lispro was continued. The patient operated the device and he was not trained and learned how to operate it on his own. The reported device model and the suspect device had been used since 2006. The suspect device returned on (B)(4) 2011. The humapen ergo teal clear would be replaced by the company for a humapen luxura. Update (B)(4) 2011: additional information received on (B)(4) 2011, from the global product complaint database added the device specific safety summary, and updated the EU/ca fields. Update (B)(4) 2011: additional information received (B)(4) 2011, via the global product complaint database. Updated the device specific safety summary and EU/ca fields. Added date device returned to manufacturer and changed malfunction value to no.